Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (service code 204) was confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The cause for the communication failure was isolated to a bent connector pin on the j1001 connector. The root cause for the bent pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that a patient was receiving a service code 204 (monitor unusable).